Manufacturer narrative:
Continuation of d10: product ID l-evprop34 (lot: 0012311966); product type: 0195-heart valves; implant date; explant date product ID d-evprop34 (lot: 0012358646); product type: 0195-heart valves; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient's leaflets of their native valve were very calcified and the effective orifice area (eoa) was very small (0.4). Due to patient's age, a pre-implant balloon dilatation was performed with a 22 millimeter (mm) balloon instead of a 24 mm balloon. As the valve was deployed, the valve did not completely open and infold was observed. As the patient was not stable, the physician decided to deploy the valve and perform a post-implant balloon dilatation with a 26 mm balloon. The balloon was not stable and it dislodged the valve above the coronary arteries. A pre-implant balloon dilation was performed again with the 26 mm balloon in the native annulus and a second valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: correction to follow up report 002: - updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, no misload was observed during loading. During the valve implant, the infold was observed after the second recapture. The valve was recaptured a total of 2 times due the deep implant depth. A procedural delay resulted from the infold. Per the physician, the patient's calcified leaflets contributed to the infold. The patient was reported to be not stable during the procedure was clarified that the patient had hypotension and hemodynamic instability. The second valve implanted resolved the hypotension and hemodynamic instability.

Manufacturer narrative:
Updated data: b5 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient's leaflets of their native valve were very calcified and the effective orifice area (eoa) was very small (0.4). Due to patient's age, a pre-implant balloon dilatation was performed with a 22 millimeter (mm) balloon instead of a 24 mm balloon. As the valve was deployed, the valve did not completely open and infold was observed. As the patient was not stable, the physician decided to deploy the valve and perform a post-implant balloon dilatation with a 26 mm balloon (simsek). The balloon was not stable and it dislodged the valve above the coronary arteries. A pre-implant balloon dilation was performed again with the 26 mm balloon in the native annulus and a second valve was implanted successfully. No additional adverse patient effects were reported. Additional information was received that during the valve implant, no misload was observed during loading. During the valve implant, the infold was observed after the second recapture. The valve was recaptured a total of 2 times due the deep implant depth. A procedural delay resulted from the infold. Per the physician,the patient's calcified leaflets contributed to the infold. The patient was reported to be not stable during the procedure was clarified that the patient had hypotension and hemodynamic instability. The second valve implanted resolved the hypotension and hemodynamic instability.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.